Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump communicated properly with one touch ultralink blood glucose meter. The insulin pump has minor scratched lcd window.

Event description:
It was reported that customer was not able to link meter to insulin pump. Customer's blood glucose was 315 mg/dl. After continuous attempts, customer was advised that insulin pump would need to be replaced due to meter sending information, but insulin pump not receiving information. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.